Manufacturer narrative:
During processing of this complaint, attempts were made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a drg trial procedure to have an additional lead implanted. The implant of the additional lead was abandoned due to time constraints.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.